Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature sensing cable was kinked prior use. The device was replaced, but the temperature did not read correctly with the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿directions for use: 1) method of use the device is intended for single use only and is not reusable. 2) precautions for use -connect the lead wire of catheter to temperature monitor with extension cable. -do not stretch catheter as damage to or dislodgement of lead wire of temperature probe may cause improper temperature measurement. -do not wet the lad wire and the junction of extension cable."

Event description:
It was reported that the temperature sensing cable was kinked prior use. The device was replaced, but the temperature did not read correctly with the catheter.